Event description:
It was reported that the device did not pass a self test and displayed a failing status. Upon investigation of the device by the company, it was confirmed that the internal component that was the cause of a field corrective action failed. Therefore, this event is being filed as an MDR using the filing date as the event date since there was not patient involvement.

Manufacturer narrative:
When the battery was inserted, the shock button and pads connector lights briefly illuminated , the device turned off and issued triple chirps, which indicates failed self test status. The date codes for the components match the date codes associated with the field corrective action.